Manufacturer narrative:
Correction information was provided in b.5 and d.10. The manufacturer internal reference number is: (B)(4).

Event description:
There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional representative reported during intraocular lens (iol) implant procedure, the consumer reported that the lens broke in eye and doctor had to break it up more to take it out. Reported that the eye was extremely red, and had a hemorrhage. The lens was explanted and replaced with another lens during initial procedure. Additional information has been requested and it has been updated as follows, surgeon states that there was an issue with injector and injector has put scratch on the lens. The procedure was completed using the same power lens. Surgeon stated the procedure has taken longer time than expected due to which patient experienced red and inflamed eye. Patient is unhappy with vision and feels not as good as before the surgery.

Manufacturer narrative:
Additional information was provided in b.3, b.5., h.3., h.6. And h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. It is stated in the file that "per the surgeon there was an issue with the injector and it put a scratch on the lens". The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as it is stated in the file that "per the surgeon there was an issue with the injector and it put a scratch on the lens". It is unknown what injector was used. Based on this information, the product did not cause/contribute to the event. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and it has been updated as follows, patient was happy with her vision now, had to adjust to her new vision, can read without glasses with right eye. Patient uses her glasses to see television and distance.